Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the diluted detergent roller pump tubing, sample probe, sample syringe, sample dispenser driver, r syringe, r probe, and photometer lamp, cleaning probes and mix bars which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high glucose (glu) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer verbally provided data for one (1) patient sample.